Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this v-14 control wire was inspected. The returned device matched with the upn provided by the customer. Visual inspection revealed that the distal tip was bent, with a section of the core wire exposed due to the detached polymer jacket. Microscopic inspection confirmed that the polymer jacket detached and the tip was visible. The device was measured in three sections (distal - medium - proximal) and confirmed that it was within specification.

Event description:
It was reported that the tip detached and remained inside the patient. A v-14 control wire was selected for use in a pulmonary balloon angioplasty procedure to treat stenosis in a lung vessel. During the procedure, while dilating the lung vessel as usual, 1mm of the tip coating detached. The device fragment was not removed and remained in the lung without issues. The procedure was successfully completed with this device. No patient complications were reported.

Event description:
It was reported that the tip detached and remained inside the patient. A v-14 control wire was selected for use in a pulmonary balloon angioplasty procedure to treat stenosis in a lung vessel. During the procedure, while dilating the lung vessel as usual, 1mm of the tip coating detached. The device fragment was not removed and remained in the lung without issues. The procedure was successfully completed with this device. No patient complications were reported.